Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. The same lot of test strips believed to be involved in the incident were tested recently and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion prime meter was giving high readings. Caller is a type 1 diabetic and she's had relion meters in the past and they've worked fine. She had a terrifying experience this weekend and the meter gave her an obscenely high reading and she took a fairly huge dose of insulin to combat a blood sugar of over 500 which apparently was very wrong because she ended up crashing down really far and luckily her husband knows how to take care of her should her blood sugar go below 40. She was able to come back up. The following day she used one of her old meters and the relion meter said she was at 380 and the other meter said 180. Her husband is a non-diabetic and they tested him on the prime and it said he was over 200, and he doesn't ever go over 140. The customer stated the meter obviously doesn't work. Controls not used. Requesting refund.